Event description:
A male patient contacted lifecor customer support to report that he heard a crackling noise coming out of the monitor and when he looked at it, the screen was blank. He stated that he replaced the battery pack and the monitor started normally. Support asked patient for a download to assess the problem. The patient stated that he did not want to be bothered and just wanted to go to bed. He stated that he would download in the morning. The download from earlier in the day revealed no abnormal flags. The patient contacted support again later in the evening to report that his monitor was receiving a "code 29". He downloaded and the download revealed "charge profile fault", "converter error" and "service code" flags. A lifecor territory manager went and exchanged the patient's monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem was confirmed. The cause of the reported problem was a shorted tantalum capacitor (c19) on the defibrillator pca within monitor. The capacitor had developed an internal short circuit which, in turn, shorted the (+) and (-) battery inputs and resulted in the defibrillator board charging incorrectly. The root cause of the capacitor failure cannot be positively identified, but was likely a random component failure. No adverse event resulted from the c19 failure. The patient received a replacement monitor.